Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 3 tubes were damaged, 14 tubes were "dirty", and 5 tubes had air bubbles in the gel. All defects were found before use in lot# 0038579. The following information was provided by the initial reporter, translated from japanese to english: " fm in gel x4, damaged tube x3, defective marking x16, dirty tube x14, air bubbles in gel x5."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 3 tubes were damaged, 14 tubes were "dirty", and 5 tubes had air bubbles in the gel. All defects were found before use in lot# 0038579. The following information was provided by the initial reporter, translated from (B)(6) to english: " fm in gel x4. Damaged tube x3. Defective marking x16. Dirty tube x14. Air bubbles in gel x5."